Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon receipt problem (adjust belt or check belt messages) was confirmed. Upon receipt the electrode belt failed the hi-pot and fall-off tests. The cause for the test failures was a defective u723 (distribution node pca falloff mux) component in the electrode belt distribution node. Pins 10 and 11 of u723 were out of tolerance. The root cause for the defective component cannot be positively determined. No adverse event occurred due to the defective component. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report several adjust belt or check belt messages. The pt was issued a replacement electrode belt.